Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a follow up visit, this device and right ventricular lead displayed high out of range shock impedance measurements that have increased during the past three months. Changing the lead configuration revealed similar measurements. Further lead integrity testing was recommended in addition to obtaining a data download for engineering review as the measurement could be disturbed by the method of measurement. As the patient had left the clinic, further follow up will be performed in the near future. All other device and lead measurements were within normal limits. Further follow up confirmed a normal shock impedance measurement. A decision was made to further monitor the lead. It was thought this may be due to the lead and there was no device malfunction. No adverse patient effects were reported. Subsequently, two months later, a lead revision procedure was performed. The right ventricular lead was removed and replaced. High shock impedance measurements were still obtained. An internal technical service consultant was contacted and recommended performing a commanded 1.1 joule shock. When this was performed, a yellow warning sign was received indicating an open electric field. Although it was thought the out of range shock impedance measurements were lead related, a device malfunction could not be ruled out. A decision was made to also replace this device. This device was removed and replaced. A 31 joule shock was successful with the replacement system. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, no return of product is intended. Should additional information become available, this event will be updated.